Manufacturer narrative:
Attempts to follow up with the customer to confirm release date, and to ensure that bg levels had decreased after being released from the hospital have been unsuccessful, as there has been no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were in the 200's mg/dl during the night. The customer changed out the site and went to bed. The next day, the customer went to the clinic at 1:30pm, and it was determined that bg levels had elevated to 730mg/dl. The customer was immediately taken to the hospital and admitted at 6:00pm. While hospitalized, the customer was treated by insulin drip, was scheduled to be released the following day ((B)(6) 2015). System check was performed with tandem technical support, and the pump performed as intended.